Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment as the programmer's logs showed system errors which required the software to be updated to newest version. It was also noted that there was a loose part in the power supply that required the power supply to be replaced. The printer tray was almost empty and printer paper was added and the device was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not boot up correctly and would not advance past the company logo on screen leading to a delay in a procedure. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.